Event description:
A pt reported experiencing erratic results with a meter. The pt's blood glucose results were 122, 94 mg/dl. Tests were done within 10 minutes with a difference of 23%. Pt did not experience any adverse events. No further info has been reported.